Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was documented and investigated under complaint (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to the main supply voltage being out of tolerance (valid range: 2435 to 4075 counts) (actual value: 2431 counts). Subsequently, a low battery alarm occurred to prompt the user to plug the device into a power source. The low battery alarm should have occurred prior to the delivery failure alarm to prevent the out of tolerance main supply voltage condition. The root cause for this occurrence was determined to be battery fuel gauge drift. As a result, the device's battery was replaced. This condition will be tracked and trended under the company's quality system. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
On (B)(6) 2019, a mallinckrodt internal employee discovered a delivery failure alarm due to main supply voltage below tolerance followed by a low battery alarm during routine service log review for inomax dsir (B)(4) from (B)(6). This indicates a reportable malfunction match. There was no complaint alleged against this device. This match was found during routine review of preventative maintenance service logs.